Manufacturer narrative:
(Initial reporter facility name): (B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the device analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the rectum during an internal hemorrhoids ligation procedure performed on (B)(6) 2022. During the procedure, the device could not deploy the bands. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block e1 (initial reporter facility name): (B)(6). Block h6: medical device problem code a050501 captures the reportable event of bands unable to deploy. Block h10: the returned speedband superview super 7 (handle assembly and ligator head) was analyzed, and a visual evaluation noted that the returned ligator housing had five bands attached and some of them were moved from their position. The suture was in good condition with seven knots. The device was observed under magnification, and the ligator head teeth were bent/damaged, and one of the bands was damaged. The handle had marks indicating that the trip wire was secured. The suture hole was in good condition. A functional evaluation was performed by rotating the handle knob. It could be rotated without any problems. The click was audible and indents felt each 180 degrees rotation. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon analysis, it was found that the ligator head teeth were bent/damaged the bands in the ligator head were moved, and one band was damaged. These suggest that the device could not deploy. These conditions could have been generated due to manipulation or technique used at that time to interact with the device may have interfered with the normal operation of the device. The bent ligator head teeth clearly showed that the functionality of the device was affected in some way, possibly the tortuosity or anatomical conditions of the patient. Also, the interaction with other medical devices and the manipulation could affect and damage the band. The most probable root cause of this complaint is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the rectum during an internal hemorrhoids ligation procedure performed on (B)(6) 2022. During the procedure, the device could not deploy the bands. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.